Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra test strips are peeling when it is inserted into the meter. The patient's diabetes is managed with insulin- no sliding scale regimen. The product issue began on (B)(6) 2010 at 6 am. It is not known what action the patient took at the time of concern. At 10 am, the patient reportedly developed symptom of "shaky." There was no allegation of medical intervention for severe hypoglycemia or hyperglycemia as a result of the product issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the product issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptom that can be suggestive of hypoglycemia 4 hours after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.